Manufacturer narrative:
Per additional information received from the key market, it was confirmed that the unit was not in patient use at the time of the reported issue. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that while troubleshooting the unit with test spare parts there was a malfunction of the pm board as well as mechanical damage of the touch screen. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the bme (biomedical engineer) found an occurrence of an error code relating to failure of the data acquisition printed circuit board analog to digital converter reference. Subsequent investigation and repair of the device found failures of the o2 mix accuracy test during performance verification testing (pvt) which has been cataloged and addressed within a separate complaint record. The relation of the pvt failure to the primary complaint has yet to be determined. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.